Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The device was not returned for analysis. Data files did not show any system notice for the date of the event. No indication of a product malfunction and no product was returned. Unable to confirm the complaint of the clinical issue encountered during the procedure.

Event description:
It was reported that during a cryoablation procedure, the phrenic nerve was not able to be stimulated after the first freeze in the right superior pulmonary vein. Additionally, there was loss of palpation of the diaphragm via pacing during the freeze of the right superior pulmonary vein. After completing two freezes each on the left superior pulmonary vein and the left inferior pulmonary vein with ease, the second freeze on the right superior pulmonary vein resulted in loss of phrenic nerve capture. The case was aborted. The phrenic nerve damage did not resolve prior to procedure being aborted.